Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Clinical symptoms (hemorrhage/bleeding): the cause of the gi bleed was not determined due to insufficient clinical details. Low or blocked pump flow and pump suction: the data log shows that the pump was unable to achieve good flow on a higher p-level without triggering suction alarms after 5:30 am on (B)(6) 2025. There was one instance of a "pump position in ventricle" alarm during the low pump flow event. The issue was resolved and pump set to p-8 on 5:30 am. Overall downward trend in the placement signal was observed during the time of the low pump flow event. However, no motor current spikes were reported during the case run. According to the clinical details, the physician repositioned the device, successfully resolving the low pump flow and suction issues; however, there is no conclusive evidence in the data log that the pump was in the wrong position during the low pump flow event. The cause of the low pump flow and pump suction issues was not determined, as the product was not returned and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. In ICU multiple suctions alarms overnight occurred and low flows on impella. Transthoracic echocardiogram was done the following day and impella was repositioned. The flows were back up to p-8. The patient also developed gastrointestinal bleed, and one unit of blood was administered. It was further reported that care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.